Event description:
It was reported to philips that the measurement conn. Module ECG connector is damaged. There was no patient involvement. The field service engineer (fse) evaluated the device can confirmed the ECG connect was damaged. The device needs a new measurement board. The fse has identified this as malfunctioning / damaged part. The measurement module will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.